Event description:
The user facility reported 48yo male was implanted with an impella 5.5 device for mechanical circulatory support. The clinical team reported that the catheter anchor failed to translate along the catheter when the lock was disengaged, resulting in the inability to reposition the impella. The clinicians attempted to resolve the issue by using rotaglide lubricant, however it proved ineffective. The decision was then made to explant the pump. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was returned for evaluation. Upon evaluation, significant kinking and bunching of the catheter was observed between the 48 and 50-cm marks. Additionally, the catheter was bent at the 46-cm mark. The cath anchor functioned with no issues and was able to move along the catheter normally, except at the areas of the catheter damage. The top repo unit nub was displaced within its hole. In conclusion, it was determined that the cause of the positioning issues was a cath anchor use issue; excessive force was applied when manipulating the repo unit. This report is being filed as part of a retrospective review of historical records.